Manufacturer narrative:
The reported events of lead dislodgement and high capture threshold were not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies. The s-curve hump height was measured within specification.

Event description:
It was reported that during an implant procedure, the left ventricular (lv) dislodged. When the lv was repositioned, high capture thresholds were noted. Another lv lead was implanted. There were no adverse health consequences, the patient was stable.